Manufacturer narrative:
Concomitant medical products: product ID: 24952b, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the power cord got very hot "such as a burning sensation." No troubleshooting taken. The power cord is expected to be replaced. The remote monitor status is unknown. No patient complications have been reported as a result of this event. A second call was made and it was reported that the power cord got hot. No troubleshooting taken. The power cord is expected to be replaced. The remote monitor status is still in use. No patient complications have been reported as a result of this event.